Manufacturer narrative:
Rapid transit, catalogue#601-251x, str, ID 0.021 inch, od 2.8/2.3fr and the rhv were not returned. Located 25.0cm proximally off the distal tip of the green introducer, the dpu/coil protrude outside the sheath. No mechanical sheath damage was found at the protrusion site or to the rest of the sheath. The coil has been severely buckled at the protrusion point. The coil's socket ring is protruding outside the outer sheath. As viewed through the sheath, there is blood mixture adhering to the ball tip. Blood mixture blockages were pushed out using an 0.014" guide wire. Except as noted, the remainder of the coil is undamaged. Note: there was a selection of an incompatible 18 series microcatheter that was used with a 10 series microcoil system. Note: it is important that both coils from different lot numbers and from two different dpu fabrications (dpu1-3 and dpu2-3) had the same complaint event. The coil was returned severely damaged. There are two contributing factors to the root cause. The primary contributing factor was the selection of an incompatible 18 series rapid transit microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 inches (0.356 to 0.432 mm).¿ the inner lumen of a rapid transit microcatheter is 0.021¿.the evidence suggests that the secondary contributing factor may have been distal interference inside the microcatheter. It cannot be determined if the source of this interference was of a fixed or detached nature. In addition; without the return of the rapid transit microcatheter and the rotating hemostatic valve (rhv) used in the procedure; it cannot be determined if these components had an additional contribution to the complaint event. Although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter and the selection of the microcatheter were the primary causes of the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During the procedure; the physician experienced severe resistance while inserting the 2nd coil (pc4100626-30j; j10213) in a microcatheter (rapid transit/j&j) and it got stuck. Unknown where exactly it got stuck but the event occurred when the introducer sheath tip entered in the microcatheter. The presidio was safely removed from the microcatheter and was replaced with a new one (pc4100626-30); however; the same thing happened with it using the same microcatheter. The new presidio was also replaced for other products(details unknown) and the procedure was completed with no other issues. No patient injury was reported. It is unknown if the microcatheter was also replaced or not. Before the complaint product; one coil (details unknown) were successfully placed using the same microcatheter. Prior to use; no defect (kink; bends etc) was noted on both the mc and the coil by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint products are going to be returned for evaluation. Failure analysis discovered that the coil was kinked.